Event description:
It was reported that during the procedure the operator used the microcatheter coupled to a y connector and guided by a guidewire to the artery directly at the aneurysmal neck with technical assistance from the ¿road mapping¿. Next, the guidewire was removed and the subject stent inserted. The attempt was made to deploy the stent, but due to the resistance the proximal part of the stent was not opening. The entire system was removed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional investigations were not conducted as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis. Therefore, it cannot be confirmed if the device met specification, as the product was not returned. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the subject stent 'passed coaxially using the microcatheter coupled to a y-connector and guided by the guide microwire to the artery directly at the aneurysmal neck with technical assistance from ¿road mapping¿. A microguide was removed and a 3.0x21 stent was inserted. Release started of the stent distally to the aneurysmal neck, but due to resistance, angiography was performed which showed that the proximal cells of the stent were not opening with occlusion of the artery. Due to the risk of artery thrombosis, we chose to remove the entire system'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure the operator used the microcatheter coupled to a y connector and guided by a guidewire to the artery directly at the aneurysmal neck with technical assistance from the ¿road mapping¿. Next, the guidewire was removed and the subject stent inserted. The attempt was made to deploy the stent, but due to the resistance the proximal part of the stent was not opening. The entire system was removed. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.